Event description:
It was reported that the bd integra¿ syringe with detachable needle prematurely retracted the needle during use due to the spring mechanism in the barrel snapping/failing. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "customer reporting 7 total failures in the past 3 months, starting roughly (B)(6) 2023, last failure occurred today, (B)(6) 2023. Customer states when injecting medication, after depressing plunger roughly 25% of the way through, the spring mechanism inside barrel snaps/fails, falls into the barrel, and can no longer interject. On some instances, the syringe itself retracts and no longer stays in place."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd integra¿ syringe with detachable needle prematurely retracted the needle during use due to the spring mechanism in the barrel snapping/failing. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "customer reporting 7 total failures in the past 3 months, starting roughly (B)(6) 2023, last failure occurred today, (B)(6) 2023. Customer states when injecting medication, after depressing plunger roughly 25% of the way through, the spring mechanism inside barrel snaps/fails, falls into the barrel, and can no longer interject. On some instances, the syringe itself retracts and no longer stays in place."

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.